Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a 52 year old male patient, the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged while attempting to treat a 52-year-old male patient, the device displayed a "defib charging error" message.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated during testing using the returned multifunction cable (mfc) and a known good battery. Review of the device logs from 03/02/2026 identified three charging errors associated with detection of an out-of-spec charging rate, along with a battery calibration required entry. The findings suggest the likely cause of the reported complaint was a battery-related condition. The battery used in the event was not returned for evaluation, despite request. The device was recertified and returned to the customer. Per the surepower ii operator's guide (9650-000840-01 rev. D): users must perform periodic inspection, capacity testing, and functional testing of rechargeable defibrillator batteries to ensure the availability of safe and reliable batteries. Analysis of reports of this type has not identified an increase in trend.